Event description:
The valve was explanted due to thrombus on the hinge mechanism (especially the anterior leaflet). Fixation of one leaflet in the closed position was confirmed on cine film and echo. Another sjm mechanical valve was then implanted.

Manufacturer narrative:
Results of investigation: valve was received in st. Jude medical heart valve div fer analysis laboratory in a st. Jude medical product return kit, submerged in a liquid solution. Sewing cuff was reddish-tan in color, contained sutures, and a small amount of a whitish tissue attached mostly to outflow side. Cuff had been removed from carbon orifice prior to returning valve for analysis. A large amount of tissue was observed between right leaflet's major radius edge and inner diameter of orifice. Tissue was also present in all four recessed pivot areas, most abundantly in recessed pivot areas #1 and #2. Both leaftlets were noted to be fixed in closed position. Valve was chemically sterilized and forwarded to an indepenent pathologist at st. Paul heart & lung center, for gross morphological examination. Pathologist stated that at time of examination removed sewing cuff contained small amounts of grossly normal fibrous tissue, which was part of a normal healing reaction. Large masses of tissue were microscopically identified as unaltered fibrin thrombi. Scattered leukocytes, some with degenerating features, were present in different sites in these masses. Gram stain was negative. Pathologist concluded that results of his examination were strongly suggestive of recently originating (as recent as a few hours old) thrombi. This thrombi originated prior to placing valve in liquid solution for returning valve for analysis. Valve was then cleaned. Both leaflets opened and closed normally after valve had been thoroughly cleaned of all tissues. Valve was then visually examined at 10x magnification for any anomalies on the surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Results of this investigation remain inconclusive due to fact st. Jude medical heart valve div has not received additional info which may have aided in this eval, such as the pt's inr levels indicating anticoagulation compliance. Cause of thrombosis remains unknown; however, pathologist report indicated the thrombi were of recent origin (i.e. Were only a few hour old). The thrombosis was not due to an intrinsic valve defect.